Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument was returned with a ball bearing missing. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: review of returned instrument determined that the device fractured. Instrument was returned and examination of the returned part determined that it shows signs of repeated use (nicked or gouged) and that one of the ball bearings was missing. Device history record was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a design deficiency. This instrument was manufactured prior to design change. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.